Event description:
It was reported that the console was turned on, it short-circuited, causing smoke and a burning odor coming from inside the device. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the communication cable from the control board to the resonator was burnt. After some tests, it was determined that the equipment turned on, but there was a burnt smell. The fans were working, but the screen did not turn on. The fse recommended to replace the communication cable and resonator, however, the parts were not replaced yet. The reported smoke complaint was confirmed. Based on review of all information available and analysis results, and as the damaged console parts were not removed, it was not confirming the specific reason for the allegation, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the console was turned on, it short-circuited, causing smoke and a burning odor coming from inside the device. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome to date, despite good faith efforts.